Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness (B)(4).

Event description:
It was reported via mw5090325 that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 375cc and suffered several unexplained systemic symptoms, including brain fog, loss of vision, migraines, abdominal cramps, chest pain, nodes on thyroid, anxiety, panic attacks, depression, vertigo, hair loss, mood swings, irritable bowels, fatigue and capsular contracture baker grade IV on the right side. Device rupture on the right side was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side.